Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that two infusion set was leaking due to which tape is wetting and condensation inside the cap. Infusion set was placed in abdomen. Patient replaced infusion set and resumed insulin successfully. No further information was available.